Manufacturer narrative:
The technician found that the casters were worn due to age. The technician replaced the casters to repair the stretcher.

Event description:
Information received indicates when the brakes were engaged, the foot end casters would still swivel.